Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that sureflex steerable sheath was selected for percutaneous catheter myocardial ablation. During the procedure, blood leakage was noted from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned for analysis (discarded).